Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
Foreign matter was found on the plunger of the 30 ml bd luer-lok¿ tip syringe before it was used. There was no report of injury or medical interventions.

Manufacturer narrative:
Results: in print/assembly batch, 23 inspections were performed on 1150 parts and zero defects were found. In blister pack, 21 inspections performed on 168 parts with zero defects found. In the sample that was received we were able to see the foreign matter mentioned in the complaint. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined.